Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on june 22, 2021. Upon further investigation of the reported event, the following information is new and/or changed: d1 (suspected medical device - corrected brand name). D4 (additional device information - added expiration date and UDI number). D4 (additional device information - corrected model number). G3 (date received by manufacturer). G6 (indication that this is a follow-up report). H2 (follow-up due to additional information and correction). H4 (device manufacture date). H6 (identification of evaluation codes 11, 3331. 4114, 3221, 4315). Type of investigation #1: 11 - testing of device from same lot/batch retained by manufacturer. Type of investigation #2: 3331 - analysis of production records. Type of investigation #3: 4114 - device not returned. Investigation findings: 3221 - no findings available. Investigation conclusions: 4315 - cause not established. The complaint sample was not returned for investigation; therefore a definitive root cause could not be determined. A description of the repair needed was not provided so a thorough investigation could not be completed. Past product complaints were reviewed for similar issues. Possible causes of damage include: the product was either dropped or inadvertently struck by an object, the excessive force was exerted on the endoscope shaft; this could deflect the shaft and lead to the alteration of the internal lens system or external damage to the rod. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that the scope was rigid. It is unknown when this event occurred, whether the product was changed out, whether there was a delay in the procedure or if there was any effect on the patient or results of the surgery. Due to the unknown information for this event, it is being reported. Terumo continues to attempt to gain more information regarding this event from the user facility.